Event description:
It was reported that there were concerns this left ventricular (lv) lead exhibited high capture thresholds and loss of capture (loc). Technical services (ts) reviewed the reports and agreed with the health care professional (hcp) there was intermittent loc. The hcp stated that the patient reported feeling tired. The lead was reprogrammed. The lead remains in use. No adverse patient effects were reported.